Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the cardiac arrest was unable to be determined due to insufficient clinical details. Clinical reported low pump flows which were sustained after repositioning efforts. Echo cxr revealed a kink in the proximal cannula near the outflow. Data logs were reviewed, no mc spike observed. Suction occurred above p2. No placement signal issue or purge spike seen. Drop in flow observed directly after case initiated at p-9. The cause of the low pump flow issue was most likely due to the cannula kink as evidenced by clinical confirmation of kink in the cannula seen via echo and data logs confirming low flow and suction. Pump was placed in a hurry during active CPR. The cause of cannula kink most likely was use related due to improper technique. H6 type of investigation updated with additional information. H6 investigation findings updated with additional information. H6 investigation conclusions updated with additional information. H10 additional manufacture narrative updated with additional information.

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with a second impella cp for mechanical circulatory support. During support, the patient remained in refractory shock and ventricular fibrillation arrest requiring cardiopulmonary resuscitation for approximately 45 minutes. Given the ongoing hemodynamic instability, the physician decided to initiate bipella support. Percutaneous coronary intervention was performed, and the patient remained stable throughout the procedure. In the intensive care unit, despite repositioning under echocardiographic guidance, the patient continued to exhibit low flow. A chest x-ray revealed a kink in the proximal cannula near the outflow. Further evaluation with echocardiography and right heart catheterization showed that the left ventricle had normal function and that left heart pressures were decreased. Based on these findings, the physician decided to explant the impella cp and continue with right ventricular support only. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.